Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer ended a temporary basal rate, customer heard beeping and noticed that the pump was in the load process. Reportedly, customer did not enter the load process and believed the pump spontaneously entered the load process. Review of t:connect pump date showed that the customer unlocked the pump screen, cleared two alerts, returned to the status screen, and entered the load process. Reportedly, customer was unsure of pump performance. Customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.